Event description:
It was reported that while still in the box, the device experienced an electrical reset. The device was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): write to locked ram reset.